Event description:
The customer contact reported a whitescreen error. The device was returned to the biomedical department with an unsigned note that stated, "whitescreen." No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a whitescreen error. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to a depleted back up battery on the user interface controller (uic) which caused corrupt random access memory (ram) data. This report represents all the info known by the reporter upon query by hospira personnel.